Event description:
During a clinical trial sponsored by bwi, a patient was to receive an index cardiac ablation with a thermocool smarttouch sf ablation catheter on (B)(6) 2023 under general anesthesia. On (B)(6) 2023, patient experienced stenosis of lad (left anterior descending coronary artery) that required prolonged hospitalization. The patient's admission date was on (B)(6) 2023 and their discharge date was on (B)(6) 2023. It was determined that the adverse event was not related to the study device, and that the cause was procedure-related. The medical team didn't expect or anticipate the adverse event. When the stenosis occurred, the patient underwent percutaneous coronary intervention. The patient's recovery date/resolution date of their adverse event was 9-nov-2023. Additionally, the patient experienced a hematoma at their right groin area associated with utilization of sheath at the femoral artery/vein puncture site. However, the sheaths were non-bwi products and the hematoma will not be coded on this complaint.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).